Event description:
My son has had three cases of keratitis to his eyes, the last case the end of this past may. He has used amo complete moisture plus as his disinfecting solution the whole time he has worn contact lenses. I was shocked to see a story about the recall of this solution on a news web site today especially since it was recalled. A better job needs to be done getting the word of these recalls out to the public! Diagnosis or reason for use: disinfect contact lenses. Event abated after use stopped or dose reduced: yes.